Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the stylus being defective and not reacting with the touchscreen. It was also noted that the cord bay and right keyboard hinge were broken. The upper and lower handle were cracked. The company logo button was broken. The upper hinges were worn. The lower bullets were cracked. The rear display latches were broken. The quality of the printout on the bottom of the printing paper was bad. The liquid crystal display was defective. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.